Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker "issue". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the back flex tail was not plugged in properly. The back flex tail requires proper connection to address this issue. Should additional relevant information become available, a supplemental report will be submitted.